Event description:
The label says the product is keyed. The product inside is not keyed. The sales rep opened all four from this lot number and they were all non-keyed. They completed the surgery by using a 3 hole implant after a 20 minute delay.